Event description:
Wire basket utilized in cystoscopy, extraction of stones. After gathering the stones in the basket, the surgeon attempted to remove the basket filled with stones. While pulling on the device, the scrub tech felt the basket "let go" and the device was removed. Upon inspection, it was noted that the basket had not been removed with the device. It was still in pt bladder filled with stones. Surgeon waited for the continuous flow of fluid to flush through the pt then reinspected the bladder. The stones had been flushed through and the basket was now empty. The other end of the basket was hanging out of the pt's urethra thus the surgeon then just pulled the basket out. Not able to identify this as a mfg product versus use error. No harm to pt.